Event description:
Physician reported an incident with a catheter that became temporarily imbedded in the left coronary artery of a 2 day old infant. Physician alleges that catheter design contributed to the problem. Subject device was discarded and was not returned to the MFR. Pt tolerated incident without adverse sequela.